Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 4.0mm x 100mm x 150cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation without reaching the rated burst pressure, the balloon ruptured. The device was removed in one piece, and the procedure was completed with an alternate coyote balloon catheter. No patient complications reported, and the patient condition was stable post-procedure.